Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was intermittently undersensing / not sensing resulting in inappropriate pacing. The lead remains in use with no plan for intervention. No patient complications have been reported as a result of this event.